Event description:
Reporter stated that user was transferring from bed to wheelchair. At time of transfer, the rear seat frame fractured at the bolt hole towards the back where the bolt goes through the frame. No injury occurred.

Manufacturer narrative:
Product was evaluated and confirmed the tube fractured at the bolt hole where the insert ends. This is the weakest point of the tube and under the right conditions this failure may occur. A CAPA was issued and a design change was made.